Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned for analysis. As received the pump reservoir was empty and running in the simple continuous infusion mode. Pump logs were gathered and a motor stall recovery was found in the pump memory log (ir). The pump was internally decontaminated with bleach and programmed for 60 min at max rate to flush and purge the pump fluid path with bleach. After the 60 minutes the pump was interrogated to look for any anomalies, such as motor stalls, resets or the like, no anomalies found. The bleach was removed and the pump filled in preparation for dispense testing. The pump was programmed at max rate for 30 minutes (to purge bleach from fluid path) and placed in the body temp oven to start warming for dispense test. During this process (prep for dispense testing) the pump reset, see "reset" printout in the attachments. No dispense testing could be performed due to the reset. Destructive analysis was performed. Battery resistance was tested (pump is on the battery recall list) and had a passing resistance of 217 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found. None were found. Knowing the tendency for the high resistance anomaly to ¿come and go¿, it was determined that it was a high resistance battery that caused the low battery reset during analysis. Further analysis also discovered shaft wear on the upper and lower shaft of gear 2 inside of the motor. Shaft wear is known to contribute to motor stalls. Analysis findings included corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and low battery reset ¿ undetermined cause. (B)(4).

Event description:
The pump was returned without any documentation and underwent routine analysis. The indications for use were malignant pain and rectal.